Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The nurse reports during the placement of a catheter, the guide wire broke, causing the doctor to intervene surgically. The pt recovered without health damage.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.